Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) was not recognizing nor reading the fiber optic. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. There was no issue with the balloon. No other information available as of now. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) did not present blood pressure numbers. No patient harm occurred.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Corrected fields: d1(brand name), d4(model#, catalog#, unique identifier (UDI)), h6(medical device ¿ problem code) . Through troubleshooting, it was determined that the cardiosave was not recognizing nor reading the fiber optic. The pump stated the source was transducer despite the fiber optic cable being plugged in correctly. The fiber optic worked without issue on a second pump. There was no issue with the balloon. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.